Event description:
During the case, the monarch controller twice gave the error "fault ID: 500-30-5-307. Robot controller error. A system error has occurred. All robotic functions have been disabled. To resolve, unload and reload the bronchoscope and click ok to acknowledge the fault. Then re-initialize navigation at main carina." Once case was completed, during stowing of robotic arms, the code popped up and locked arms in the upright position. They had to shut down the monarch and install a new controller. Manufacturer response for monarch controller, monarch (per site reporter). Unknown.